Event description:
Reporter alleged discrepant blood glucose results of 439 mg/dl on the inform system compared back to back within one minute to another professional meter that belongs to a different MFR. The location of the testing was performed at the hosp. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.